Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® acd solution a blood collection tubes experienced clotting/micro clots/fibrin clots which was noted after use. The following information was provided by the initial reporter: material no. 364606 batch no. Unknown. Spoke with the customer. She is drawing the blood in the acd tube and transferring the blood to 50ml tube and performing a ficoll method to obtain pbmcs. I recommended the cpt tube, and she stated that they use that, but it is not feasible for this project. She stated that they have done this procedure before, but have never had rbc contamination like they are seeing in these current tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® acd solution a blood collection tubes experienced clotting/micro clots/fibrin clots which was noted after use. The following information was provided by the initial reporter: material no. 364606 batch no. Unknown. Spoke with the customer. She is drawing the blood in the acd tube and transferring the blood to 50ml tube and performing a ficoll method to obtain pbmcs. I recommended the cpt tube, and she stated that they use that, but it is not feasible for this project. She stated that they have done this procedure before, but have never had rbc contamination like they are seeing in these current tubes.